Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead is "no longer working" and are "raveling or unravelling". The lead remains in use. No patient complications have been reported as a result of this event.